Event description:
Customer reported that he initially was hospitalized due to infection. Customer stated that in the hospital he developed high blood glucose of 398 mg/dl and was treated. Customer stated that the insulin pump was alarming motor error. Customer also stated that he had an MRI and he was wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including displacement, rewind and basic occlusion tests. Unit was unable to prime during prime test due to fault force sensor. Motor was tested outside of the device and passed. Unit had scratched display window, cracked reservoir tube lip and missing end cap ticker.